Event description:
Technical services received a call on 10/4/12. It was noted that there were high thresholds on this rv lead. No additional information is available at this time. Lead remains in service. Lead was implanted (B)(6) 2000. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).